Event description:
It was reported that the tourniquet cuff does not hold pressure at times causing some bleed through into the surgical site. There were no adverse consequences, no medical intervention and no delay reported.

Manufacturer narrative:
The device has not yet been received at the manufacturer for testing. An eval will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.